Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10: h10: the device was received for evaluation. Visual inspection was performed and a crack was observed on the light blue main body. Broken occlude feet beneath the twist clamp was observed and will cause the set to leak with the clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was damaged. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.